Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 485 mg/dl. Customer had symptoms of vomiting, dry heaving and hyperventilating. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was hospitalized for four days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, insulin pump passed high pressure test. Customer was advised that insulin pump was functioning as designed.